Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV. The device remains implanted.

Event description:
Healthcare professional reported, left side rupture. Was discovered, during surgery.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Healthcare professional later reported left side rupture was discovered during surgery. The device has been explanted.

Manufacturer narrative:
Supplemental medwatch being submitted to correct g3 which was initially submitted incorrectly.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, an extended opening on the posterior side, and fold creases. A microscopic analysis was performed which identified: a sharp opening on the posterior side. A dimension measurement in the shell was performed which identified: the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on the posterior side, assessed as unidentified (tear) opening.

Event description:
The device has been explanted and replaced.